Event description:
It was reported that patient underwent a hip arthroplasty procedure on an unknown date. During the procedure, as the surgeon was performing final impaction, a piece of the proximal body fractured between the impaction hole and the bolt hole. The fractured piece remains in the patient. The surgeon does not feel that there is any risk to the patient and is not planning a revision procedure at this time. No further information has been provided to date.

Manufacturer narrative:
Date of event - unknown. Date implanted - unknown. (B)(4).

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. During the procedure, as the surgeon was performing final impaction, a piece of the proximal body fractured between the impaction hole and the bolt hole. The fractured piece remains in the patient. The surgeon does not feel that there is any risk to the patient and is not planning a revision procedure at this time. No further information has been provided to date.

Manufacturer narrative:
Product identification was received and the device history records were able to be reviewed as a result. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6) , 2011.